Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found the have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery hook (470183-14/t10190314 0039) was performed. The instrument was last used on (B)(6) 2021 on system sk2934. The alleged event occurred on the 5th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The fractured wire on the permanent cautery hook was confirmed to be the pitch cable. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. Blank MDR fields: follow-up was attempted, but the information for the patient-related fields in sections a and b was either unknown, unavailable, or not provided. The expiration date for section is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section is not available. Fields PMA/510k, recall (if recall number is given), correction/removal number are not applicable.

Event description:
It was reported during a da vinci-assisted choledochal cyst resection and choledochal anastomosis surgical procedure, the steel wire of the permanent cautery hook was fractured. There was no report of any fragments falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. The customer is unable to release patient demographic information for this event. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.